Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital with heart failure symptoms. Review of an electrogram found that the implantable cardioverter defibrillator exhibited undersensing. Programming changes were discussed. No further information was available.